Event description:
Rec'd info the device interrogation showed high impedances and the pt was unable to get any therapy benefit. There was no known trauma associated with this event. No x-rays had been done. Reprogramming was not effective in re-establishing stimulation. A revision was planned. Add'l info has been requested and if rec'd, a f/u report will be sent.

Manufacturer narrative:
(B)(4).